Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the reported clinical observations. No further testing was performed regarding the out of range atrial impedance measurements. No other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had presented to the emergency room complaining of not liking the sensation of ventricular pacing. Additionally, the atrial lead had been programmed off due to pacing impedance measurements greater than 2000 ohms. An echocardiogram did not show any evidence of a perforation. The caller noted that the patient had been in the emergency room several times due to the strange effect he feels during pacing. Device reprogramming was performed to minimize rv pacing. No adverse patient effects were reported.